Event description:
End user fell out of the wheelchair while transferring at 3:00 am in the morning. The end user claims the caster housing separated from the frame. End user claims no serious injuries sustained, just minor bruising.

Manufacturer narrative:
Product has not yet been returned to the manufacturer for evaluation and it is unknown if or when manufacturer may have the opportunity to evaluate the device. Manufacturer does not have all the details of the reportable event at this time to complete our investigation.